Event description:
Customer's son reported an incident of hyperglycemia requiring professional medical treatment at a time when the customer attempted, but was unable, to use her aviva system due to error within specs. A request was made for the return of the system, and a replacement was sent.